Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with isometerics, oversensing and jumpy shock impedance measurements of 0 ohms to greater than 200 ohms. A lead conductor fracture was suspected. Subsequently, a revision procedure was performed in which the rv lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.